Manufacturer narrative:
(B)(4)

Event description:
It was reported that during system upgrade procedure, as the pacing lead impedance had risen, the lead was capped and replaced. No insulation damage was seen during procedure and other parameters were in range. Patient condition during and after procedure was good.